Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. An olympus endoscopy support specialist was scheduled to visit the facility for a reprocessing in-service. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii colonovideoscope had blue and white residue on the outside of the scope. The residue seemed to be cleaned off when wiped with alcohol, but after sitting overnight or being reprocessed, the residue returned. The customer noted that everything on the evotech automatic endoscope reprocessor (aer) was changed out. The aer was serviced/inspected, the residue was tested and all supplies were evaluated. The customer was concerned with residue being inside of the scope. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Additional review determined that this report was a duplicate of MFR. Report #9610595-2023-07762 with a patient identifier of (B)(6). Any additional information received, results of any device evaluation, and/or results of the investigation will be submitted under MFR. Report #9610595-2023-07762.